Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an apogee system and another manufacturer's product on or around (B)(6) 2007 to treat her stress urinary incontinence and rectocele. Plaintiff's attorney alleged plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, and has undergone corrective surgery. Plaintiff's attorney also alleged plaintiff suffered severe emotional distress, severe and debilitating injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.